Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 139264, taper insert, lot # 535720, item # 157454, femoral head, lot # 056200, item # 21-123205, femoral stem, lot # 112710. Legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03740, 0001825034-2018-03741.

Event description:
It was reported that a patient underwent a revision surgery approximately 6 years post implantation due to allegations of pain, metallosis, and cup loosening. Revision op notes indicate gray staining underneath the deep fascia. There was no significant metallosis or chromium oxide staining on the trunnion. The acetabulum was then impacted after cleaning the tissue. It was found that it did move with forceful impaction. There were no significant defects noted of the acetabulum. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Review of operative notes from the revision surgery note that patient underwent a right hip revision of the acetabular cup and femoral head with excision of pseudotumor. The patient has had increasing pain for the past few months. MRI reveals lateral fluid collection consistent with pseudotumor. The magnum head was removed and the acetabulum was impacted. It was found that it did move with forceful impaction. The cup was then removed and the soft tissue staining and metallosis around the rim was removed with minimal backside staining noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.